Event description:
Fluctuating r-wave sensing and t-wave oversensing were observed. The pace/sense portion of the lead was capped and the defib portion remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.